Manufacturer narrative:
Insulin pump received with detached end cap, minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip and bleeding lcd glass.

Event description:
It was reported that the customer's insulin pump has fallen to pieces. His blood glucose was 132mg/dl at the time of reporting. His mother was advised to have him revert to his backup plan. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.